Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.06.00. Evaluation summary: the condition of a colleague infusion pump with a battery depleted alarm was found and confirmed by baxter personnel in the pump's event history. The root cause was assigned to depleted main batteries resulted from use/user error. The main batteries were replaced to correct this condition.

Event description:
During review of the event history by baxter, a battery depleted alarm was found to have interrupted therapy on (B)(6), 2010. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The user interface module master software version for this device is unknown at this time.